Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2017 due to bacteremia withdrawal of care. The bacteremia was associated with a driveline infection not previously reported to the manufacturer. The driveline infection began on (B)(6) 2017. Treatment included antibiotics, debridements and wound vac, repeatedly used.

Manufacturer narrative:
The pump was not returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.